Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown concentration of unknown baclofen at 30 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2018, it was reported that the patient felt that the catheter must have slipped out of the intrathecal space as the patient's legs were experiencing a return of spasticity. The patient was receiving an MRI for a routine ms screening. The MRI was not due to a problem with the device or therapy. During the screening, the patient reported that the pump was "not working" and the patient was not using the pump. The patient later clarified that the catheter was "broken". The patient later further clarified that they were a nurse and they felt that their catheter must have slipped out of the intrathecal space as the patient's legs were "being spastic again". However, the patient does not feel that they will withdraw from the pump medication as they are taking 100 mg of po baclofen, which the patient was taking before the pump implant. The patient had been weaned off the po baclofen once the pump was implanted, but the patient had decided to start taking the po baclofen again when their spasms returned. The hcp noted that the patient had not notified their managing hcp of the return of symptoms or resuming the po medications. The patient would not get refilled until (B)(6), but the patient did not plan to follow-up with an hcp until the following week. The patient reported that they receive 30 mcg/day from the pump. No further complications were reported. The patient¿s concomitant medications included po baclofen at 100 mg.

Manufacturer narrative:
Patient code c50659 is also applicable to this event and (B)(4) does not apply. Device code (B)(4) was updated to (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated regarding clarifying the ¿pump not working,¿ catheter was ¿broken¿ and catheter had slipped out of the intrathecal space; it was noted the patient¿s catheter was broken as it entered into the l-spine holder. The cause of the patient¿s return of spasticity was due to the catheter discontinuity. Actions/interventions included planning for a return to the operating room (or) in (B)(6) to repair and replace the catheter. The patient¿s return of spasticity had not been resolved. The patient¿s weight at the time of the event was (B)(6) pounds. In reference to if the catheter would be returned for analysis it was reported pending or intervention. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Other relevant component includes: product ID 8780 lot/serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was indicated the patient had experienced a loss of therapy and the catheter was replaced on (B)(6) 2018.